Manufacturer narrative:
Date sent: 05/31/2007. Information anticipated, but unavailable at this time.

Event description:
It was report that during a breast biopsy after the physician deployed the marker and removed the applicator from the probe, the tip of the marker sheared off. The physician was unable to locate the tip.